Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report of one pipeline's resistance at hub and another pipeline's failure to open. The patient was undergoing surgery for treatment of a saccular, unruptured, ophthalmic artery segment aneurysm with a max diameter of 8 mm and a 6 mm neck diameter. The landing zone was 4.9 mm distally and 4.8 mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet therapy (dapt) was administered. The angiographic result post procedure showed blood stasis within the aneurysm. It was reported that the procedure was planned as aneurysm treatment with a flow-diverting stent. After the non-medtronic stent delivery microcatheter was positioned, a ped2-500-20 stent was selected for delivery. The distal tip end of the ped2-500-20 stent could not enter the microcatheter. Despite repeated adjustments of the connection between the protective sheath and the microcatheter, the ped2-500-20 stent could not be advanced. The microcatheter and stent were therefore withdrawn. The microcatheter was then replaced with a phenom 27 and a ped2-500-18 stent, and stent implantation was performed again. After ped2-500-18 stent deployment, the distal tip end failed to open. Deployment was continued to approximately half of the stent length, but repeated adjustments did not result in opening. The stent was subsequently withdrawn. A ped2-500-25 stent was then used, and the procedure was completed successfully. For the ped2-500-18 stent, there was failure to open in the proximal section. The pipeline was not positioned in a bend and more than 50% had been deployed when it failed to open. There were no additional steps or other devices required to open the pipeline. The pipeline was resheathed and removed with the microcatheter, and from the patient. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). For the ped2-500-20 stent, it was resistance at the hub of the catheter. The catheter was flushed continuously with heparinized saline. The pipeline did not become stuck. The catheter was not damaged. The pushwire was not damaged. The pipeline was not used for an indication that is not approved (off-label). The pipeline and accessory devices were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. Ancillary devices include a precision medical 6f 115 guide catheter, a stryker xt27 microcatheter, and a phenom 27 microcatheter.